Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 410 mg/dl. Customer vomited multiple times and treated their high blood glucose level via manual injection. Troubleshooting for high blood glucose was performed. Customer¿s current blood glucose level was 148 mg/dl. Customer went to the doctor who believed that the insulin pump needed to be replaced. Customer advised they did not eat anything and their blood glucose was high at 300 mg/dl. Customer advised they would monitor the insulin pump, their blood glucose levels and call back if issues persist.